Event description:
Received an electronic report from a patient who reported "when disconnecting, she noticed the connector did not have the blue pin". This patient notified her nurse. A call was placed to this facility. Additional information was received. According to the patient's rn, the patient was still connected to the treatment lines and the patient called the rn for assistance. The rn tried to get the patient to disconnect and connect to the second connector in order to get the blue pin engaged. The patient disconnected and reconnected to the 2nd port but didn't wear a mask and the clinic was concerned about cross contamination, so as a result, the patient was treat with ancef 1 gram intraperitoneally. There is no ill effect from this event and no further medical orders or infection. The patient continues peritoneal dialysis as ordered. There is no sample available.